Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak.". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery the temperature was not displayed. The temperature sensing foley catheter was used long with photoelectricity and tcj. There was no indication that the cable was exchanged. The lot number was myhy3062.

Event description:
It was reported that during surgery the temperature was not displayed. The temperature sensing foley catheter was used long with photoelectricity and tcj. There was no indication that the cable was exchanged. The lot number was myhy3062.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.